Event description:
It was stated that there was liquid leakage from the connector connection part. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Five (5) sets were received for investigation. Each sample was visually inspected, and no damage or anomalies were observed. Each sample device was subject to a functional test, and the investigation confirmed the reported leakage in three (3) of the sample devices. The leaking was traced to a channel observed in the luer tube bond in each of the affected samples. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, the investigation confirmed the reported issue, but could not identify a definite root-cause for the channels observed in the affected samples. Complaint data will continue to be monitored.